Manufacturer narrative:
The insulin pump passed the self-test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. Unexpected restart alarm after battery change due to c13/ib voltage leak. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No signal too low alarm noted. Pump was received with cracked reservoir tube lip and minor scratched display window.

Event description:
The customer reported via phone call that they experienced unexpected restart alarm, signal too low alarm and low battery alert. The customer's blood glucose value was unknown. The customer stated that the pump alarmed unexpected restart after battery change. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer was assisted with the self-test and it passed. The product was returned for analysis.